Event description:
The reporter stated that during a surgical procedure for introduction of a panta nail for tibiotalocalcaneal fusion, two components where the nail and the compression device attach, became detached from the support device. Integra has requested additional clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.